Event description:
A malfunction alarm was reported. Despite the alarm, there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and continued to use the pump for insulin therapy.